Event description:
After 2 months of the catheterization, there was a reported break within one section of the catheter in the pt's body (at 33-36cm of the catheter), and the puncture opening was allegedly leaking during the infusion.

Manufacturer narrative:
A lot history review (lhr) of rexf1953 showed no other similar prod complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.